Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low and high blood glucose level. Customer¿s low blood glucose level was 24 mg/dl and high blood glucose level was 495 mg/dl and other relevant blood glucose level was 162 mg/dl. Customer experienced symptoms of low blood glucose were shaking, sweating, mental confusion and inability to follow simple commands. Customer stated that the drive support cap was not damaged and insulin pump was working as designed. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.